Manufacturer narrative:
(B)(4). The customer reported that the device was not charging the battery. There was no report of pt involvement. A philips field service engineer went to the customer site to evaluate the device. Replacing the power supply resolved this failure. The device passed all testing and remains at the customer site. We consider this to have been a power supply malfunction.

Event description:
The customer reported that the device was not charging the battery. There was no report of pt involvement.